Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07may2020.

Event description:
It was reported that the unit had a misaligned touchscreen found during an operational check. There was no patient involvement. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The technician replaced the touchscreen and the issue was resolved.

Manufacturer narrative:
G4: 18aug2020. B4: 20aug2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During failure analysis, it was determined the root cause of the reported issue was that the touchscreen resistance was out of specification submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.